Event description:
The instrument fracture was discovered by the hospital. It is unknown, if the broken pin of this device is/was remaining in the patient.

Manufacturer narrative:
Additional information which was received on jan 8, 2020. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. The x-rays were removed. And event date is unknown. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer received x-rays and other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Attempts to obtain additional information have been made; however, no more is available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Notes: the implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.

Event description:
It was reported that during surgery a pin of the alpha top broke off during impact and is stuck in the inlay within the patient. This was noticed post surgery.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: additional: h6. Correction: b4 - d10 - g4 - g7 - h2 - h10. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no similar investigated events. Event description: during inspection of the device in the sterilization department (zsva) it was found that the alpha impactor is missing one of its three pins. Review of received data: no medical data has been received. As the missing pin was detected in the sterilization department a patient involvement is unknown. Device analysis: visual examination: the alpha impactor has been returned for investigation without the broken off pin. The edges close to the broken off pin are showing indentations and flattened parts. Otherwise, normal signs of usage can be seen. Based on this visual examination the reported event can be confirmed review of product documentation: this device is intended for treatment. The compatibility check could not be performed as only one product has been reported. Product drawing : according to the product drawing, the pins are made of austenitic stainless steel 1.4301. Conclusion: during inspection of the device in the sterilization department (zsva) it was found that the alpha impactor is missing one of its three pins. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. The investigation results did not identify a non-conformance or a complaint out of box (coob). As the missing pin was detected in the sterilization department (zsva) it remains unknown whether a patient is involved in the reported event. The visual examination confirmed the broken off pin. The edges close to the broken off pin show indentations and flattened parts indicating that this part of the impactor had been hit multiple times by another instrument before the pin broke off. Therefore, it is possible that the pin had previously been damaged, reducing the mechanical performance of the pin and therefore increasing the risk of a fracture. Nevertheless, an exact root cause could not be identified. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2019-00756.